Event description:
Same case as MFR report #3005099803-2008-06966. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the balloon "popped". An extractor xl 11.5 mm retrieval balloon had been advanced to extract unspecified sized stones in the common bile duct. During an extraction attempt, the balloon "popped". The balloon was removed intact. The physician attempted to complete the procedure with another of the same device but the same malfunction occurred. The second balloon was also removed intact. The procedure was completed with a 3rd extractor xl 11.5 mm retrieval balloon. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.